Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Patient was implanted with bifurcated stent graft, suprarenal aortic extension and limb extensions on (B)(6) 2012. The patient was admitted to the ER due to severe leg pain on (B)(6) 2018 and per CT scan presented with occluded right iliac limb and a kink, separation or displacement of one of the extensions. The resulting claudication was treated on (B)(6) 2018 with three (3) proximal extensions and two (2) iliac limb extensions, to create an aui (aorto-uni-iliac), and a subsequent fem-fem bypass was performed. The patient's status is recovered.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of claudication, right common lilac artery occlusion, stent buckling, limb stent separation from the main body and a secondary procedure (femoral-femoral bypass). Clinical was able to find substantial evidence to support the additional following events of occlusion from the right common lilac artery to right common femoral artery, sac growth of the left common lilac artery below the inferior stent margin (not device related), and a type 2 endoleak post aorto-uni-lliac procedure the most likely cause of the iliac limb separation and occlusion within the device was the tortuous aorta and iliac (cautionary) and suspected off label iliac anatomy, in combination with an early stent buckling of the second limb stent observed at two months post implant. It was not clear if the patient had successfully withdrew from tobacco use at the time of the event. Procedure-related harms included adequate pain control and, type ii endoleak after the endovascular secondary repair. The patient was discharged home on the fourth post- operative day on antiplatelet and anticoagulation therapy. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).